Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and motor test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer had a motor error alarm during bolus on the insulin pump. The customer's blood glucose level was 173 mg/dl. The customer stated that the insulin pump was dropped. The customer was advised after the troubleshooting was performed to discontinue use of the insulin pump and return it. The patient was advised that it will be replaced. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).